Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery was performed, patient underwent a revision surgery on (B)(6) 2022 were the head and liner were exchanged. Current health status of the patient is unknown.

Event description:
It was reported that, after a thr surgery was performed, patient underwent a revision surgery on (B)(6) 2022 in which the cobalt chrome 12/14 taper femoral head 32mm + 12 was exchanged. Current health status of the patient is unknown.

Manufacturer narrative:
Corrected data: b5, d1, d2, d4 (catalog number and UDI), h6 (health effect - clinical code).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.